Event description:
It was reported that the ventricular lead impedance went from 800 ohms to 323 ohms unipolar and 310 ohms bipolar. The lead was reprogrammed to unipolar mode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.